Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported concern. A preliminary risk assessment was conducted and did not identify any patient harm. The root cause is supplier related. Supplier CAPA 10366 has been initiated to investigate, identify root cause, and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The labeling on some of the attune instrument pans was flaking off. This black flaking was seen on the back surgical table and the scrubs gown and gloves. This is very concerning since it is possible for this foreign body to get into the patient's knee.

Manufacturer narrative:
This product was originally reported in error. There is no patient harm, serious injury or evidence of reportable malfunction at this time. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.